Event description:
A physician reported that during an intraocular lens (iol) implant procedure, injector sectioned the loop of the toric lens (broken haptic). The surgery was completed on the same day using another lens. There was no patient contact and no patient harm.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Additional information was provided in h.3.,h.6 and h.11. A sample was not received at the manufacturing site for evaluation for the report of a broken intra ocular lens (iol) by injector, however the attached customer photo confirms the reported issue of damaged lens. The reported product lot number was not reported, preventing lot/batch/serial number specific reviews for similar complaints or nonconformances. However, before production release, each product history record is reviewed to ensure that all associated products meet the required specifications and release criteria. The photo review confirms the reported issue of a damaged lens, however, since an injector sample was not received at the manufacturing site, the root cause for the customer complaint issue cannot be determined. Based on the evaluation of the information received, the investigation was unable to identify the root cause or origin of the reported event. Additionally, no manufacturing related deficiencies were found that potentially could have contributed to the complaint. The manufacturer internal reference number is: (B)(4).